Manufacturer narrative:
This report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: nowinski, rj., et al (2005), biologic resurfacing of the glenoid: longer term results and newer innovations, seminars in arthroplasty, vol.16, pages 274-280 (USA). The study emphasizes on an alternative to total shoulder arthroplasty in selected younger patients with primary, posttraumatic, or post-reconstruction glenohumeral arthritis as a method to improve the results of humeral head replacement. The patients evaluated on course of this study: from november 1988 to november 1997, 24 patients (22 males and 2 females), average age of 52 years (range 30-75), with 26 shoulders were included in the study. The diagnoses were primary osteoarthritis in 9 (35%), arthritis after reconstruction for instability in 12 (46%), posttraumatic arthritis in 4 (15%), and avascular necrosis in 1 (4%). Three types of biologic glenoid surfaces were studied: anterior glenohumeral capsule was used for 7 cases (27%), autogenous fascia lata for 11 cases (42%), and tendoachilles allograft for the most recent 8 cases (31%). The article describes the following procedure: a porous-coated hemiarthroplasty with biologic resurfacing of the glenoid. The devices involved were: mitek panalok anchors with panacryl suture, select shoulder, no.2 ethibond, and no. 1 cottony dacron suture. Complications mentioned in the article: 3 cases had postoperative instability. 2 cases had infection. 1 case had brachial plexitis. 1 case had upper extremity-deep vein thrombosis. 3 of 5 patients who had poor results were revised to total shoulder arthroplasty; 1 with poor result after tsa underwent another re-operation.